Event description:
A malfunction alarm was reported on a pump categorized under alarm_20 - cartridge alarm during pumping. There was no impact on the customer's blood glucose level reported as exceeding 500 mg/dl. The customer attempted to resolve the issue by loading a new cartridge with assistance from technical support but was unsuccessful as the alarm recurred. Consequently, a decision was made to replace the pump, which was within warranty. The customer was informed of the replacement procedure and instructed to return the problematic pump using a pre-paid label. It is unclear what type of backup insulin therapy the customer used, as this information was withheld.